Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer reported blank display and labelling anomaly as the insulin pump had crack. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer confirmed that there is no damage to the battery cap. The customer will discontinue the use of the device.